Manufacturer narrative:
Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¨inflammatory reaction¨, ¨capsular contracture baker scale iii¨ and ¨thick fluid outside the implant capsule" "had inflammation around the left breast implant" and "serous fluid around the left breast implant".

Event description:
Healthcare professional reported ¨inflammatory reaction¨, ¨capsular contracture baker scale iii¨ and ¨thick fluid outside the implant capsule¨ confirmed via ultrasound. Later healthcare professional reported "had inflammation around the left breast implant" and "serous fluid around the left breast implant". This record is for the left side. The device was explanted and replaced by a non-abbvie device.

Event description:
Healthcare professional reported ¨inflammatory reaction¨, ¨capsular contracture baker scale iii¨ and ¨thick fluid outside the implant capsule¨ confirmed via ultrasound. Later healthcare professional reported "had inflammation around the left breast implant" and "serous fluid around the left breast implant". This record is for the left side. The device was explanted and replaced by a non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ seroma-late: unable to observe as it is not related to the manufacturing process. ¿ inflammation/irritation: unable to observe as it is not related to the manufacturing process. As per the investigation procedures, creases, air voids and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.